Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that the customer called advising they did their own evaluation and repairs to the iabp. The customer informed the company that there was a hole on the plug used to perform the safety disk leak test. Upon replacement, the iabp was cleared for clinical service. The company did not perform the repairs or confirm the evaluation results received from the customer.

Event description:
The customer stated that a preventaive maintenance pm) was performed, and the safety disk was replaced. After replacement the intra-aortic balloon pump (iabp) did not pass the safety disk leak test. There was no patient involvement, therefore no adverse event reported.